Event description:
It was reported that the patient presented to emergency department (ed) after syncopal events while coughing. The electrocardiogram (EKG) showed patient to be in ventricular fibrillation. The interrogation showed several speed drops prior to defibrillation. There were no unusual events recorded in the log file event history. The file was mostly filled with pulsitility index (pi) events. There was also noted a brief drop in power and flow on (B)(6) 2026 at 17:22:07. It was unclear to determine when ventricular fibrillation may have begun. The mechanical circulatory system (mcs) equipment was operating as intended. The pump log files are also unremarkable.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.